Manufacturer narrative:
Unit received with corroded electronic assembly, corroded motor assembly, cracked case and cracked battery tube threads. No corroded battery tube noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had moisture damage . The customer blood glucose level was 151 mg/dl at the time of incident. Customer stated that home screen did not appear on the display. The product was returned for analysis.